Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that interrogation of the device showed no pacing, no telemetry and no magnet tone. The device was at end of service. The device was subsequently explanted and replaced. No patient complications have been reported as a result of this event.